Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 3005334138-2021-00212, 3005334138-2021-00210, 3008452825-2021-00191, 3008452825-2021-00190. Thirteen days following the ablation procedure, the patient experienced a stroke followed by cardiac arrest in the ICU and passed away on (B)(6) 2021. It was noted the patient had a family history of cvas. A transesophageal echocardiogram was performed to rule out thrombosis prior to procedure. No act was done, however 7500 ui of heparin were given to the patient during the procedure. Patient was started on anticoagulant post procedure. Further information regarding this event is not available.